Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A doctor reported that during an intraocular lens (iol) implant procedure the lens would not center at all. On further investigation, with the iol in the bag, it appeared that the superior haptic was severely damaged, almost but not completely transected. The lens has migrated to the nasal aspect of the bag and the patient's vision is not good. Additional information has been requested.